Event description:
It was reported that the patient experienced high blood glucose event due to insulin flow blocked alarm on (B)(6) 2026. The blood glucose was high for more than four hours and was treated with manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.